Manufacturer narrative:
(B)(4). Spring pawl extension disengaged/damaged. The analysis results found that one sc60a device was returned with the firing mechanism damaged and with no cartridge reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left spring pawl extension was noted to be disengaged, this condition was causing the firing trigger floating. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during laparoscopic sigmoidectomy procedure, the firing trigger could not be grasped at the 3rd firing though the lockout symbol was not shown. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient.